Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and active current measurement. No multiple insulin pump error alarm noted during testing however, unit failed sleep current measurement and received unexpected battery power loss due to corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. The troubleshooting was performed for the pump error. The customer was able to clear the alarm and able to rewind the insulin pump. The self test was performed and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.